Event description:
Hcp reported an initial telemetry, pump memory error message appeared. Hcp reread the pump and the pump memory error was not present. The programming was double-checked and it was as it should be.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).